Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted. H6 - device code: corrected. Device eval by MFR: the device was returned, and analysis was completed. Visual inspection revealed that the wire was returned inside the retrieval sheath and the filter bag came back in deployed state. The delivery sheath was returned. It is possible to observed that the spring tip was kinked. Microscopic inspection revealed that the filter bag was torn.

Event description:
It was reported that the filter was torn. A filterwire ez was selected use. In a carotid stenting procedure. Digital subtraction angiography (dsa) confirmed stenosis at the origin of the internal carotid artery and in the proximal internal carotid artery. A retrograde puncture of the right common femoral artery (cfa) was performed, and there was selective catheterization of the right cfa. The filterwire ez was placed in the right internal carotid artery. The stent was successfully implanted with good results. After the procedure was completed, it was observed that the filter appeared to be torn while recapturing the filter with the retrieval sheath. The missing component was not found. The procedure was completed after the filterwire ez was withdrawn. There were no patient complications as a result of the event.

Manufacturer narrative:
Additional event and patient details were not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the filter was torn. A filterwire ez was selected use. In a carotid stenting procedure. Digital subtraction angiography (dsa) confirmed stenosis at the origin of the internal carotid artery and in the proximal internal carotid artery. A retrograde puncture of the right common femoral artery (cfa) was performed, and there was selective catheterization of the right cfa. The filterwire ez was placed in the right internal carotid artery. The stent was successfully implanted with good results. After the procedure was completed, it was observed that the filter appeared to be torn while recapturing the filter with the retrieval sheath. The missing component was not found. The procedure was completed after the filterwire ez was withdrawn. There were no patient complications as a result of the event.